Manufacturer narrative:
Investigation: the disposable set was unavailable for return and analysis. The patient's reaction began on the 6th unit of ffp. The patient was given 2x benadryl, 25mg; solumedrol,125mg; and pepcid, 20mg in response to her allergic reaction. Allergic reaction is a known possible side effect to the apheresis process. Per the therapeutic apheresis handbook, reactions may occur in as many as 7.8% of plasma exchange procedures with plasma as the replacement fluid with most reactions being mild and well tolerated, as in this case. Root cause: based on the information from the customer, the patient was having an allergic reaction to the plasma replacement fluid and it was resolved by medication.

Event description:
The customer reported that the patient was having a reaction to the fresh frozen plasma (ffp) during a therapeutic plasma exchange procedure. The patient received benadryl, solumedrol,and pepcid during reaction to the ffp. The reaction was slight and was resolved by the medication. The customer could not provide the patient identifier or weight. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention per IV fluids provided to the patient in response to the reaction.